Manufacturer narrative:
H10: the lot number for one malfunction was provided and a lot history review was performed. The devices have not been returned for evaluation; however, medical records were received for both malfunctions. For one malfunction, the investigation is confirmed for filter tilt. For another malfunction, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: b5, d4 (corporate lot no), g1, h6 (results). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of device. This information was received from various sources. Both malfunctions involved patients with no reported consequence. The 63 year old patient was female and another patient was reported as a male. All remaining patient information was not reported.

Manufacturer narrative:
The lot number for the two malfunctions were not provided. The devices have not been returned for evaluation; however, medical records were received for one malfunction. The investigation is inconclusive for filter tilt as the medical records do not provide information of the alleged deficiency. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model fr048f vena cava filter allegedly experienced malposition (tilt) of device. This information was received from various sources. Both malfunctions involved patients with no reported consequence. One patient was reported as a male; all remaining patient information was not reported.